Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall. Correction to g2.

Event description:
Type of procedure: laparoscopic cholocystectomy. Event description: the instrument was used properly as a two step device. Initially loading the clip into the jaws, with half firing of the handle, and firing the clip on the cystic artery by pressing the handle all the way back. The instrument did not load the clips on the jaws properly. Every other clip did not load into the jaws, therefore the surgeon was firing in the cystic artery and no clip fired. Patient status: there was no patient injury. Intervention: they used applied medical clip applier.

Event description:
Type of procedure: laparoscopic cholocystectomy. Event description: the instrument was used properly as a two step device. Initially loading the clip into the jaws, with half firing of the handle, and firing the clip on the cystic artery by pressing the handle all the way back. The instrument did not load the clips on the jaws properly. Every other clip did not load into the jaws, therefore the surgeon was firing in the cystic artery and no clip fired. Patient status: there was no patient injury. Intervention: they used applied medical clip applier.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall. 2027111-01/26/24-001-r.